Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece had bad bearing or at least the heat was directly from friction during use. It only takes a moment of use to heat the hand piece to an extreme that the handpiece was unable to be held in hand. There was a delay with the procedure. There was no patient impact.

Manufacturer narrative:
H3: additional information received mentioned that the hcp performed further testing on the handpiece and believe that the heat was from an unlocked accessory. Without any accessory attached the driver unit will return an error code 15 and show a picture of the lock alignment arrows (didn¿t run it long enough to generate error yesterday). Testing with a correctly locked hand piece the drill can be run continually for several minutes without issue, but unlocking or removing the accessory entirely will immediately generate heat within seconds. The unit was handled back to the or and haven't heard of any further malfunctioning. The problem experienced was an unlocked drill attachment causing the problem. They tested after speaking with the manufacturer representative and seemed to worked fine. H6: additional information suggest that fdm:b17 and fdr:c20 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.